Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was resetting and unable to charge a battery pack. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
While investigating a battery charger for an unrelated issue, a reportable problem was identified. The battery charger was resetting.